Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded the software. System operates as intended.

Event description:
Customer reported the system will not boot. System operates as intended.